Event description:
Dr implanted a williams zurich mandibular device in a pt in 2004. X-rays during the consolidation phase revealed that one plate had separated from the distractor. Distractor was removed in 2004.